Manufacturer narrative:
. Imdrf impact code captures the reportable event of procedure cancelled or aborted procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic cyst or pseudocyst during an endoscopic transgastric drainage procedure performed on (B)(6) 2025. During the procedure, the device was introduced and properly positioned in the pancreas. Upon connecting to the electrosurgical unit, the device did not transmit electrical current to its tip. The device was removed, and the electrosurgical unit was successfully tested with other devices, and it worked without any problem. The hot axios system was not used, and the procedure was not completed. There were no patient complications as a result this event.

Manufacturer narrative:
Block h6: imdrf impact code captures the reportable event of procedure cancelled or aborted procedure. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Media inspection of the photographs provided by the complainant revealed evidence of kinking on the outer sheath and cautery marks on the tip of the nosecone. Visual examination of the returned device confirmed these observations, showing a kinked outer sheath and a nosecone tip exhibiting characteristics consistent with cautery exposure. Functional testing was conducted by connecting the device to an erbe unit, where bubbling was observed in the saline solution, demonstrating that the electrocautery tip was operating as intended. Electrical continuity testing between the rf connector and the distal rf electrode also confirmed proper function, with no issues identified. The documentation attached to the complaint included photographs of the device without any visible failure and the pouch label displaying lot number 35558650. No additional damage or functional abnormalities were noticed on the stent or the delivery system. Product analysis found no evidence of the reported event of cautery failure to deliver energy. The device showed evidence of cautery, passed electrical continuity checks, and functioned properly when connected to the erbe unit. The investigation concluded that the additional observed damage of outer sheath kinked was most likely related to procedural factors, including lesion characteristics, device handling, and physician technique, rather than a device malfunction. Therefore, a review and analysis of all the available information indicated that the most probable cause is device problem excluded.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic cyst or pseudocyst during an endoscopic transgastric drainage procedure performed on (B)(6) 2025. During the procedure, the device was introduced and properly positioned in the pancreas. Upon connecting to the electrosurgical unit, the device did not transmit electrical current to its tip. The device was removed, and the electrosurgical unit was successfully tested with other devices, and it worked without any problem. The hot axios system was not used, and the procedure was not completed. There were no patient complications as a result this event.